Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient with a boston scientific pacemaker experienced syncope. Boston scientific technical services (ts) was contacted for device data reports. Ts faxed the data reports. This pacemaker remains in service. No additional adverse patient effects were reported.